Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 13-jun-2016 who had essure (ess205) (fallopian tube occlusion insert) placed on (B)(6) 2003. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, chronic fatigue, excessive rashes, pain during intercourse, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms but was unable to resolve her symptoms. On or around (B)(6) 2011, she underwent a hysterectomy to have the essure coils removed. After surgery, her treating physician informed that her left essure coil had migrated out of her fallopian tube and perforated her colon, causing significant damage to her colon. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc ((B)(4)) received on 21-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after the procedure, started to experience severe and chronic pelvic pain, discomfort and abdominal distension. Twelve (12) years later, a hysterectomy was performed to remove the devices and it was found out that her left essure coil had migrated out of her fallopian tube and perforated her colon, causing significant damage to it. This event, seen as device dislocation and gastrointestinal injury, is listed in the reference safety information for essure. The perforation of internal bodily structures other than the uterus and fallopian tubes may occur during hysteroscopy. Due to its anatomical relationship with uterus, the bowel is the most commonly affected organ and its symptoms may include: abdominal pain and distension. Therefore, considering event's nature, causality with essure use cannot be excluded and since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be requested through litigation process.

Manufacturer narrative:
(B)(4).